Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customers blood glucose (bg) was elevated. Customer suspected the cause of the high bg was the cartridge not fitting onto the pump. A cartridge change was performed resolving the issue, and a manual insulin injection was likely administered to address high bg.